Manufacturer narrative:
Evaluation of the returned sets confirmed the presence of black spots adhered to the interior wall of the drip chamber. Measurement of the black spots identified zero sets as out of specification. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. ICU medical has completed its investigation and determined that these represent discolored material originating during the molding process and embedded within the drip chamber wall. These findings are not consistent with foreign or biological contamination, and testing demonstrates that the material does not dislodge or migrate. Functional flushing of the set resulted in no loose residual particles. The reported complaint of black spots in the drip chamber can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that the marks or black specks on the chamber walls. The event occurred upon removal from package.